Event description:
Overdelivery noted during routine preventative maintenance testing by customer biomedical engineering department. With an expected delivered amount of 19.8ml, the actual volume received measured 21.2ml. Device spec requires delivery for this test to be +/-0.8ml from expected. There was no pt involvement. There were no reports of any pt incidents while the device was in clinical use.